Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a labrum repair it was observed there was a flaw in the suture while it was being implanted. Then it ripped when the surgeon was cinching down. It was removed and replaced with another ar-3638 with the same lot number and the case was completed with no further issues. The patient is fine to date.